Event description:
It was reported the asymptomatic patient presented for remote follow up via merlin.net. Upon review of the transmission, it was observed the implantable cardiac monitor (icm) was undersensing. No interventions were reported. The patient was stable.